Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with proximal femur fracture. Reportedly during the procedure on (B)(6) 2013, the dhs blade could not be locked by the head of the t15 stardrive screwdriver shaft (03.224.004). The surgeon could not identify the cause; whether the screwdriver head not reaching the end of tight-fit or a malfunction of the dhs blade is preventing the lock. The surgeon could not lock by spinning freely. It was reported the tip of the connecting screw was broken when it was returned. It is possible that the tip of the connecting screw is stuck inside of the dhs blade, subsequently causing a bad connection of the screwdriver. The tip of the connecting screw may have remained inside of the dhs blade implanted in the patient. This is 2 of 2 report for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.